Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced with a new one. Post procedure, the patient was doing well.

Event description:
It was reported that the patient experienced difficulty charging the implantable pulse generator (ipg). The patient underwent a procedure where the ipg was removed and replaced with a new one. Post procedure, the patient was doing well.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. A product labeling review identified that the device was used per the IFU product label. Additionally, it states that the rechargeable stimulator battery should provide at least five years of service. Over time and with repeated charging, the battery in the stimulator will lose its ability to recover its full capacity. As a result, the stimulator may need to be recharged more often. The stimulator may need replacement when stimulation can no longer be maintained with regular charging.